Event description:
It was reported that pump battery was not holding charge. No information was provided regarding impact to customer¿s blood glucose level. Customer declined further follow-up, no additional troubleshooting was performed, and technical support was unable to confirm reported battery issue before closing complaint.